Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an adhesive plug from the venaseal procedure was found outside the treatment area, not in the axial artery/vein, 2-14 days after the procedure. The patient had an extension through a perforator into the saphenofemoral junction (sfj) with a plug extending into the sfj, but it was not fully occluded. Medication required. The issue with the adhesive plug is still present. Physician used an anticoagulant and has brought the patient in to be scanned again. Patient will continue to be monitored. No further patient complication reported for this event